Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device with a note that states the device was not making warm water. They set a targeted temperature (tt) of 37c, but the water temperature (wt) stayed around 6c. They would like to troubleshoot. Informed that the nurses could call the helpline while the patient was on therapy if they would like to troubleshoot device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. A DHR review are not required, since the reported event is unconfirmed. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with a note that states the device was not making warm water. They set a targeted temperature (tt) of 37c, but the water temperature (wt) stayed around 6c. They would like to troubleshoot. Informed that the nurses could call the helpline while the patient was on therapy if they would like to troubleshoot device. Per follow up information received via phone on 29feb2024, it was reported that they were instructed to run functional test. They found no issues with the device and returned it to circulation.